Event description:
It was reported that: customer states "vac band leaking air. Issues with rebleeding, hematoma and vascular surgery." Additional information: it was conformed that the issue was with 1 patient and 1 vascband. The patient experienced a hematoma/bleed in the recovery unit post procedure. Vascular surgeon was consulted but it is unknown if the patient returned to surgery. Additional information has been requested from the account.

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as the sample was not returned for analysis. Lepu medical was notified of the complaint. Lepu stated that a DHR could not be provided without lot number. Case details were reviewed. Customer stated "vasc band leaking air. Issues with rebleeding, hematomas and vascular surgery." As no unit was returned to teleflex for evaluation, it was unknown if any damages were present on the unit. As per the additional information received, patient had bleeding and hematoma post procedure. Responses pertaining to the factors such as inflation volume, additional injection of air, steps to achieve hemostasis or additional interventional steps employed to resolve the issue are unknown. A DHR review could not be completed as no lot number was provided by the customer. Based on the limited information, the most likely root cause of the issue is undeterminable. This complaint was scoped to (B)(4) due to trend escalation noted for vasc band leak complaint. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: customer states "vac band leaking air. Issues with rebleeding, hematoma and vascular surgery." Additional information: it was conformed that the issue was with 1 patient and 1 vascband. The patient experienced a hematoma/bleed in the recovery unit post procedure. Vascular surgeon was consulted but it is unknown if the patient returned to surgery. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4).